Event description:
Device 1 of 3. Ref MFR reports: 1627487-2012-08813, and 08814. It was reported the pt had inadequate pain coverage. The devic was explanted and replaced by new a device. Effective therapy was re-captured following the procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval results: as received the ipg was programmed for channel 4 and 5 and ipg failed the auto test results for channel 1 open. Checked channel 1 by connecting ipg to load block and monitoring output on oscilloscope. No signal present on channel 1 was due to broken feed through wire in the header was found. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.